Manufacturer narrative:
The following fields were updated: b4 date of this report b5 describe event or problem g7 type of report h2 follow up type h10 additional narratives/data

Event description:
Information was received that indicated the re-operation was performed due to bleeding and was not in any way related to a device problem. This is not a reportable event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00560, 0001032347-2019-00561, 0001032347-2019-00562, 0001032347-2019-00563. Medical products: sternalock 360 multi implant system, part# 74-0004, lot# 743520, sternalock blu system screw cancellous cross-drive locking, part# 73-2414, lot# unk, sternalock blu system screw cancellous cross-drive locking, part# 73-2416, lot# unk, sternalock blu system screw cancellous cross-drive locking, part# 73-2418, lot# unk, sternalock blu system screw cancellous cross-drive locking, part# 73-2716, lot# unk.

Event description:
It was reported the patient underwent a revision of sternal implants due to bleeding. No additional patient consequences were reported.